Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion is the 2nd diagonal, with mild tortuosity, heavy calcification and a 90% stenosis. Another company's guide wire crossed the lesion, then the 2.25 x 15 voyager was delivered toward the lesion; however, it didn't cross. Another company's balloon was delivered toward the lesion. The 2.25 x 15 voyager was delivered again and it crossed the lesion, but it ruptured at the second inflation at 14 atm. It was changed to a 2.5 x 15 voyager and it was inflated for two times at 10 atm. The procedure was completed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Factors that may contribute to balloon damage and/or the inability to cross may include mfg. Materials, pt's anatomy, pt's disease state, associative device interaction, lesion tortuosity, positioning technique, kinks/bends, over inflation, or insufficient preparation prior to use. The pt's anatomy was mildly tortuous, heavily calcified, and had a 90% stenosis, which could have contributed to the reported difficulties. No determination can be made as to the root cause of the balloon rupture.